Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals. The first one lasted for 2 hours, and the rest lasted for about 30 minutes at a time. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.